Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, cardiosave intra-aortic balloon pump (iabp) had an error message "maintenance required" displayed. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and reported was not reproducible. The fse found 1 communication error #78 confirmed from error log. The fse replaced the display cable and performed test. Operation confirmed as good. Inspection based on the service manual was carried out and the result was good.

Event description:
N/a